Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): logic cf femur sz 2 cemented; 02-012-45-2030, logic tibia cemented fit tray 2f/3t; 200-02-26, patella 3 peg round 26mm; 02-012-49-2011, poly insert cr slope ++ sz1 11mm.

Event description:
As reported, approximately 7 years post op the initial right tka, this 73 y/o female patient was revised due to complaints of pain, swelling, instability, and dissatisfaction. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a right tka tibial poly swap and patella implant swap. The patient left the or stable following full revision. Devices are not returning, the implant is required to go to the lab and legal at the hospital.

Manufacturer narrative:
Section h10: (h3) the logic device information is not provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Section h10: (g2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been (B)(6) 2023 (g6) type of report - 30-day should have been checked along with follow-up.